Event description:
Sensitivity of ICD was too low so lead detected many oversensing episodes. Sensing was adjusted and threshold start too 603910157. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).